Manufacturer narrative:
B5: upon follow-up, it as reported that the cause of peritonitis was unknown. On an unknown date, the patient was treated with vancomycin injection (1000mg, intraperitoneal, every 5th day, ongoing) and ceftazidime injection (1gm, intraperitoneal, once daily, ongoing) for peritonitis. It was reported that on unknown date, the patient experienced a "silent heart attack". On an unknown date, the patient passed away. The cause of death was reported as due to silent heart attack. It was not reported if an autopsy was performed. It was reported that the patient was not recovered from peritonitis prior to death. It was reported that pd therapy and antibiotic therapy were ongoing prior to and at the time of death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. It was not reported if the patient was hospitalized. On an unreported date, the patient was treated with vancomycin injection (1000mg, route not reported) and ceftazidime injection (1gm, route not reported) for the event. Patient outcome and action taken with pd therapy were not reported. No additional information was available at the time of this report.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.